Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, replaced the plunger clamp in position 1 and inspected all remaining tips and plunger clamps. The instrument was tested without further problem and was returned to expected operation.